Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial lead pacing impedance measurement was 1,200 ohms. Currently, the pacing impedance measurement was greater than 2,000 ohms, with questionable atrial capture. The patient was sent for a chest x-ray and results were not available from the physician. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was explanted but not returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.